Manufacturer narrative:
It was reported that the patient experienced a urinary tract infection and was treated with antibiotics. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient experienced a urinary tract infection and was treated with antibiotics.